Event description:
Affected side is right. Newly received information confirms that the device associated with this record is not PMA approved and this complaint is no longer considered reportable to the FDA.

Manufacturer narrative:
Clarification to b3: partial date of 2026 provided. Additional, changed, and/or corrected data: b3, b5, d1, d2a, d2b, d4, d6a, g4, h4.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "broken prosthesis". This record is for an unknown side. Device was explanted.